Manufacturer narrative:
The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: it was reported that some of the catheter from this were found by the medical staff to be clocked. There was no report pt injury or intervention.